Manufacturer narrative:
Cmpl-(B)(4)

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm on (B)(6)-2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a damaged wire occurred. The sensor was inserted into the arm on (B)(6) 2024. The product was evaluated. An external visual inspection was performed and passed due to sensor wire is missing from the sensor pod. The allegation was confirmed. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).